Event description:
It was reported by service report that the head end and foot end inner and outer side rail panels were cracked and the footboard had an unreadable control label. No patient involvement or adverse consequences are reported.